Manufacturer narrative:
Corrected data: health effect - clinical code should be arrhythmia only. Manufacturer narrative: the reported event of noise was confirmed but the reported event of fracture was not confirmed. As received, a complete lead was returned in one piece. Visual examination found external abrasion breaching the outer insulation at the proximal region consistent with friction to the device can. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing was normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net experiencing an arrhythmia and an unknown symptom. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise, and a fracture. The rv lead was explanted and replaced. The patient was in stable condition.